Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the blower motor was found to be locked. The device's blower motor was replaced to address the issue.